Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the device is not cutting properly, not sharp. Doctor had to use twice to cut kwire35 and a small piece went into the wound that was retrieved. Second time used since (B)(6) 2014 purchase. On (B)(6) 2014 customer not responding after initially agreeing to provide email information.